Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician was unable to place a trial lead due to the patient anatomy despite multiple entry site attempts; the procedure was abandoned. After the procedure the pt felt weakness in the right foot and some pain in the right inner thigh. It was reported both issues had improved prior to leaving the hospital. The physician had stated the issue may have been caused by the position during the 45 minute procedure.